Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 202 mg/dl at the time of the incident. Reportedly, reservoir compartment top was missing and o-ring was hanging out and a chunk missing on battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners, broken off reservoir tube lip, missing reservoir tube o-ring, broken battery tube threads and stained end cap sticker.